Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient was admitted to the hospital at 15:44 on (B)(6) 2025 due to infection of the right index finger for more than three months. The diagnosis was: infection of the right index finger, type 2 diabetes. Insulin injections were required before three meals to control blood glucose. When preparing to inject the patient with insulin before dinner on (B)(6) 2025, it was found that the syringe had a foreign matter and could not be used. A new syringe was replaced and the patient was injected with insulin. Ae report no.(B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 328421. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.